Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with the bedside monitors. No patient harm was reported. Attempt #1: on 07/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 on 08/11/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the model #: bsm-3500a, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with the bedside monitors. No patient harm was reported.